Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change for normal elective replacement indicator (eri), the new device was implanted on the right side and hooked up to chronic right atrial (ra) and right ventricular (rv) leads. Both leads exhibited poor sensing and were unable to capture. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 implanted: (B)(6) 2014. (B)(4).